Manufacturer narrative:
Medical advisor interpretation: post-op xray for lumbar spinal fusion: on the anterior transverse rod is out of the set screw in the anterior portion of the ilium. Fusion status is unknown. There is 2 levels stripped between the upper and lower lumbar constructs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1555006100, 510k # k121680 and UDI # (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient with posterior spinal fusion. Pre-operative diagnosis for this procedure vertebral body fracture. It was reported that the post-operation the set screw and rod backed out. The set screw/rod backed out from the screws placed on the left and right sides of the ilium. Reoperation was performed on dec 25, but it was viewed by doctor that there was a high possibility that the reason was due to the rod being short. (It was thought to be doctor's technical error). A long rod was placed again and operation was completed. The reported product was discarded. No further patient symptoms are complications reported.